Event description:
The surgeon attempted to implant a 3-piece silicone lens and tore while advancing. The lens was not implanted and there was no pt injury. The injector model number was msi-pm and an aq cartridge was used. The lot numbers were not specified by the facility.